Event description:
When re-sending images to the picture archiving & communication system (pacs) after the study has been closed, the newly created unspecified merge only examination had the study date/time set to the time, the resend was sent into the pacs instead of the original study date time. No injury or misdiagnosis was reported. The incorrect study date/time can cause confusion in ordinary practice, whereby a patient's images can be perceived to be newer than they really are, and lead to improper clinical decision.

Manufacturer narrative:
The MDR is being submitted late, as this issue was identified during a retrospective review of complaint files. This activity is being completed as part of a corrective action. On may 6, 2008 a letter was sent to customers notifying them of a potential patient safety issue involving incorrect study date, and time information being displayed in the report screen and title. It was communicated that incorrect study date and time displays may lead to a potential patient misdiagnosis. These date and time display inaccuracies may vary from minutes to years depending on certain circumstances and workflows.